Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a guide wire, introducer needle and several other kit components. The guide wire had a deformed j-tip and a kink at 3 cm from the distal weld but was found to be intact and otherwise within specification. A review of manufacturing records did not yield any relevant findings. The introducer needle was determined to have originally been part of a catheter-over-needle assembly. The guide wire is not intended to pass through this needle. When using the catheter-over-needle for insertion, the needle is removed and guide wire should be passed through the catheter. Therefore, use error caused or contributed to this event. A customer in-service has been initiated for this issue.

Event description:
It was reported that during insertion in anesthesia, the md was unable to advance the guide wire through the introducer needle due to severe resistance. As a result, it was removed and a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.